Event description:
It was reported by the customer that a getinge field service engineer(fse) discovered it that the cardiosave intra-aortic balloon pump (iabp) display does not respond. The touchscreen was not working. Calibration was not possible. There was no patient involvement.

Manufacturer narrative:
The customer indicated to the getinge field service engineer(fse) that discovered the reported issue, that the damage was discovered by a getinge technician while carrying out a software update. Due to this, the update could not be carried out, which in turn led to the customer finally removing the device from circulation. Repairs were unable to be completed due to the customer removing the device from service. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that before starting the maintenance work, the cardiosave intra-aortic balloon pump (iabp) display does not respond. The touchscreen was not working. Calibration was not possible. There is no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before starting the maintenance work, the cardiosave intra-aortic balloon pump (iabp) display does not respond. The touchscreen was not working. Calibration was not possible. There is no known patient harm.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display does not respond. There is no known patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.